Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable could not charge the pump battery. Customer replaced cable to resolve the issue. There was no reported adverse impact to the customer's blood glucose.